Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low glucose alarm did not trigger and she subsequently experienced loss of consciousness due to hypoglycemia. An ambulance was called and paramedics found that her blood glucose was 1.5 mmol/l. The customer was treated with glucose infusion and did not require any additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h-4 (device mfg date) repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The customer reported that the low glucose alarm did not trigger and she subsequently experienced loss of consciousness due to hypoglycemia. An ambulance was called and paramedics found that her blood glucose was 1.5 mmol/l. The customer was treated with glucose infusion and did not require any additional treatment. There was no report of death or permanent injury associated with this event.